Manufacturer narrative:
Evaluation results: the device was returned for evaluation. The returned device was given delivery accuracy testing: this showed the device met with delivery specifications. The reported issue could not be verified during testing. The pump was also given functional testing. The functional testing verifies the functionality of the following: audible alarms, air detector, remote dose cord, latch lock, keypad, battery door, lcd screen, led indicators, cassette detector and downstream occlusion sensor. The returned device passed all functional testing. The device was found to function as specified during investigation.

Event description:
It was reported that the device was in use for infusion. The reporter stated the infusion tubing showed air bubbles and the device was not delivering as much fluid as programmed. No adverse effects reported.